Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had far field r-wave (ffrw) oversensing and small p waves. The ra lead was reprogrammed and is still in use. No patient complications have been reported as a result of this event.